Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a button/keypad (tactile changes/unresponsive) issue. No details of the issue were provided at the time of initial contact. Animas customer support made several attempts to follow up with the reporter for further details; however, the reporter did not respond. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.